Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported when the customer's blood glucose (bg) decreased to 66 mg/dl, the basal software did not suspend delivery. Customer manually suspended insulin delivery and consumed food which increased bg to 120 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload to review the reported event; however, the customer did not respond.